Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure in the right and left common femoral artery. Reportedly, a link break occurred with 2 proglide devices used in the right common femoral artery. A link break also occurred with 2 proglide devices used in the left common femoral artery. A 3rd proglide device was used on the left side, but could not be removed from the artery. Manual arterial compression was applied on the right side, while the patient was taken to surgery to remove the device on the left side, complete the aaa procedure and achieve hemostasis. A 6fr sheath was used in both sides. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device could not confirm the reported difficult device removal. The analysis of the returned device revealed tissue captured under the foot could have prevented the foot from being fully retracted into the guide resulting in difficulty removing the device. Inspection indicated that the link was pulled from the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose proglide devices referenced being filed under separate medwatch MFR numbers.